Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that she does not feel that the device is working and does not feel the stimulation. Patient spoke with patient services and clarified they do not believe symptoms are controlled with device. Pt reports started having symptom return a month ago. Pt states they are getting up 3 times a night to use bathroom. They increased it by 0.4 and still did not feel any stimulation. Agent reviewed ma of device and to increase therapy strength until comfortable stimulation is felt in bicycle seat area. Pt reports spoke to someone who stated did not need to feel stimulation. Agent reviewed normal stimulation adaptation and to assess symptom relief if occurs. Troubleshooting was unable to be performed as the patient did not have external equipment.  Pt will increase therapy strength on own or call back if unable to do so on own. Additional information was received from the patient. They reported that the cause of the return of symptoms was determined. The patient wrote that there was "surgery turning it back on and it wasn't at the right stimulation level". They wrote "I called a month prior because I wouldn't feel it and was symptomatic. The lady said - it's okay- I regret listening to that advise so I called again". The issue was resolved. The patient had not yet contacted their doctor. They wrote that they had another surgery at mayo and had been really sick.

Event description:
Additional information was received from the patient. The patient called back reporting ongoing therapy concerns. The patient reported most of the time therapy is about 90% effective however they have intermittent issues with symptom return and other symptoms. Patient feels like it's a connection issue and went to mud bogs this weekend and then noticed that when they laid down it was fine but when they stood up they could not pee, had pressure and could feel it vibrating and going down the leg. Patient reported this happens intermittently but now they have been experiencing a 2-3 day episode. When patient sits down to go to the bathroom it hurts. Patient spoke with doctors and there are no infections. Patient is ok when laying down at night but as soon as they get up that is when they start having issues. Sometimes when patient is going to the bathroom patient gets an overwhelming feeling of pressure that goes through their body up their shoulders. It will hurt and then all the sudden their bladder gives out. Patient is prone to falls due to pre-existing back issues. Also a couple months ago patient was hit in their back with a grocery cart and shortly after patient started sweating and almost passed out and their bowels completely dumped. Patient stated they don't feel like they have these issues all the time it happens more when they are busy. Patient also wondered if their pre-existing back issues were part of the reason they were experiencing these symptoms. Patient has an appointment with managing physician on thursday. Recommended patient discuss their symptoms with managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.